Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 60 mg/dl at the time of the call. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: no button error alarm noted. Unit had intermittent button response due to corroded keypad traces. Unit was unable to prime during prime/a33test and alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window, scratched case, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.